Manufacturer narrative:
The lens was returned inside a qualified company cartridge inside the opened lens carton. The disassembled lens case and the opened lens pouch were also returned in the carton. An inadequate amount of viscoelastic was observed dried in the cartridge. The lens was located just inside the loading area. The lens was returned positioned incorrectly inside the cartridge. The lens was positioned posterior surface up instead of anterior surface up. The lens was also pressed to the ceiling instead of biased down in the cartridge. Both haptics distal tips are folded onto the anterior optic surface. The cartridge showed evidence of being completely secured into a handpiece. It is not possible to conduct an evaluation of the cosmetic condition of the optic while placed in the cartridge. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The complaint was reported as ¿scaring on the surface of the optic, in and out¿. Based on the report and the condition of the returned sample, it appeared the lens was removed from the eye and placed into the associated company cartridge for return. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed in the cartridge. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage.the IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol had scarring on the surface of the optic. The iol was explanted and another iol was implanted during the initial procedure with no reported patient harm to the patient. Additional information has been requested.